Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not generating flow. A check of the diagnostics during a functional check showed that the flowmeter was reading 0, inlet pressure(ip) was 0, circulation pump control(cpc) was 0. They had check system hours and it read 2275, no previous service history. They discussed this was indicative of a failed circulation pump. They discussed 2000 hour service and local repair options with them. They stated that they would discuss repair options with their manager.

Event description:
It was reported that the arctic sun device was not generating flow. A check of the diagnostics during a functional check showed that the flowmeter was reading 0, inlet pressure (ip) = 0, circulation pump control(cpc) = 0. They had check system hours and it read 2275, no previous service history. They discussed this was indicative of a failed circulation pump. They discussed 2000 hour service and local repair options with them. They stated that they would discuss repair options with their manager.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue was isolated to a faulty circulation pump. A check of the diagnostics during a functional check showed that the flowmeter was reading 0, inlet pressure (ip) =0, circulation pump control (cpc) = 0. They had check system hours and it read 2275, no previous service history. They discussed this was indicative of a failed circulation pump. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e ,f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.